Event description:
It was reported that the user experienced fluctuating glucose levels with hyperglycemia reported at 338 mg/dl after an under-announced dinner followed by nocturnal hypoglycemia reported at 67 mg/dl while using the ilet system with dexcom g7 continuous glucose monitor (cgm) and insets. The user treats lows with juice and received low glucose alerts, and the event was categorized as a meal announcement issue with missed or insufficient meal announcement, with oral glucose used for treatment. Symptoms included confusion/disorientation, anxiety, diaphoresis, and shaking/tremors associated with hypoglycemia, hyperglycemia reported. Outcomes included no health consequences or impact and an unexpected medical intervention of medication required, described as oral glucose. Investigation of this case revealed no device problem found, a usage problem identified related to improper or incorrect procedure or method, with relevance to the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.